Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. The clinical/medical team concluded, based on the information provided, a user/procedure related incident is likely the root cause of this product mixup. No further clinical assessment is warranted at this time. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a genesis ii tibia base plate was implanted with journey ii femur and poly, which are usually not implanted together. No revision is planned to date.